Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and air removal was not completed. The vizigo was replaced with a new one and the procedure was completed without adverse patient consequence. Additional information indicated that when air was aspirated from the side port, air continued to flow into the side port. It was also indicated that leakage was noted on the hemostatic valve. The hemostasis valve (gasket) did not dislodge inside the hub. The brim cap/hub did not become detached from the sheath. The sheath was being used on the patient and no air entered that patient¿s body. No blood return was observed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 09-feb-2026. As such, section d9 has been populated. It was reported that a patient underwent a cardiac ablation procedure with a vizigo and air removal was not completed. The vizigo was replaced with a new one and the procedure was completed without adverse patient consequence. Device investigation details: following j&j medtech procedures, a visual inspection and irrigation test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. The brim cap, hemostatic valve, and silicone ring were placed in their original place. Afterward, the sheath was blocked at the distal end and then pressurized at both positive and negative pressure, and no issues were observed. No dislodgement, air leaks, bubbles, or other failures with the hemostatic valve that were observed during the test. A device history record evaluation was performed for the finished device lot number and no internal action was found during the review. The air flows back reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).